Manufacturer narrative:
Based on the info provided, it is unk how the device may have caused or contributed to the event. The post market surveillance department has requested medical records and investigation are pending. A supplemental medwatch report will be submitted when medical records are received. This device was not returned to the MFR for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A nurse reported that a pt was admitted to a hospital on (B)(6) 2014, due to sepsis and gangrenous finger tips on unk digits. This nurse reports that the pt did not dialyze on (B)(6) 2014, while admitted, the pt experienced cardiac arrest and died, secondary to having an acute myocardial infarct. This nurse reports that the pt did not dialyze on (B)(6) 2014.